Event description:
Customer reported that she fell and broke her tibia. Customer was taken to the hospital for her broken leg and her blood glucose readings increased to about 300 mg/dl to 400 mg/dl at the hospital. Customer stated that the hospital had difficulty getting the blood glucose readings under control and therefore was taken off the insulin pump. Customer's blood glucose reading at the time of the call were 201 mg/dl and stated that they are not wearing the insulin pump as they were being treated at the hospital. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.